Manufacturer narrative:
This product is not marketed in the us. Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn and fibers on lens surface. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 12.6 mm vticmo12.6 implantable collamer lens, -17.0/+1.5/93 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens tore/broke during loading. The lens was not implanted. On (B)(6) 2015, the lens was exchanged for another similar lens and the problem was resolved.